Event description:
It was reported that during the right ventricular (rv) lead revision procedure imaging data (contrast study) revealed that after passing through the guidewire a deviation or gap in the superior vena cava (svc) site was observed. The procedure continued and the lead was placed in the apex after passing through the sheath. A drop in blood pressure was observed after the connection to the implantable cardiac device and a small pericardial effusion was observed via echocardiography. Following fluid replacement the blood pressure returned to normal so no drainage or other treatment was done. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.